Event description:
It was reported that during system turn on, the cardiosave intra-aortic balloon pump (iabp) unit had a power failure #14. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Customer stated device had a power up failure. No patient involved or harmed. A getinge field service engineer (fse), evaluated the cardiosave intra-aortic balloon pump (iabp) unit and onsite confirmed that device had failure upon start up. Opened the device and found pressure tube was slightly loose. With it being pushed back in device started up with no failures. Replaced the pressure tube and ran device with tested and no failures occurred. Fse verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for  clinical use.

Event description:
N/a